Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump was giving unprogrammed boluses of 0 units. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/02/2014 with the following findings: during investigation, the pump history was reviewed and showed typical usage alarms and warnings in the black box and alarm history. The pump powered on with vibratory and audible sounds. A 1.0u/hour basal program was executed for 24 hours; there were no 0.00u boluses recorded in the history during this time. All of the keys on the keypad were found to be responsive to user input. No hypersensitive keys were observed. A normal 10u bolus and a 10u audio bolus was successfully performed and both were accurately recorded in the pump history. The history settings issue was duplicated during the investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.